Event description:
It was reported that the patient's right ventricular lead exhibited noise oversensing causing pacing inhibition and low pacing impedance. The right ventricular lead was explanted and replaced. The patient was in stable condition.